Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the patient had been experiencing skin irritation. The patient stated that he had some irritation while using the 72r electrodes on the ankle. The skin was very itchy and scabby. The patient changed his electrodes every 3 days, he did not rotate them. The patient does not have sensitive skin. The patient did not speak to his doctor but has an appointment. The patient cleaned the area with bacitracin ointment. The patient will call with an update. The reported patient that the doctor prescribed him a cream for the irritation. The patient has broken his ankle and is currently in the hospital and has not been treating with the unit. No additional information has been reported at this time.

Manufacturer narrative:
Additional information: without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the patient had been experiencing skin irritation. The patient stated that he had some irritation while using the 72r electrodes on the ankle. The skin was very itchy and scabby. The patient changed his electrodes every 3 days, he did not rotate them. The patient does not have sensitive skin. The patient did not speak to his doctor but has an appointment. The patient cleaned the area with bacitracin ointment. The patient will call with an update. The reported patient that the doctor prescribed him a cream for the irritation. The patient has broken his ankle and is currently in the hospital and has not been treating with the unit. No additional information has been reported at this time. The product was not retuned for evaluation.